Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving sufentanil (400mcg/ml at 160mcg/day) and prialt (5mg/ml at 2mcg/day) via an implantable pump. It was reported that the patient was there for an elective replacement indicator (eri) replacement. At the replacement, the catheter did not aspirate. It was checked for kinks and was cut near the anchor with no cerebrospinal fluid (csf) flow observed. The hcp tried to explant the spinal segment but it would not move and seemed as if it were attached to something in the body. The hcp suspected a granuloma at the tip, so they tied off and left the old segment in place and implanted a new spinal segment. Good csf flow was observed with the new segment.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda; product ID: 8780 (serial: (B)(6); product type: 0184-catheter; implant date: on (B)(6) 2014; explant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.